Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system is not booting up.¿ reviewed the log file confirmed that issue happened due error in sib gen can. The philips engineer reset the lan cable from sib to host pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome.